Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available.

Event description:
It was reported that the end user was using the alaris system (pc unit with four pump modules attached). It was reported that after a "case," the nurse was "playing" with the pump and upon returning, the two pump modules to the left of the pc unit found to be turned off and not displaying "a" and "b" (on channel display screen). There was no patient involvement as the issue reportedly occurred "after use."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the end user was using the alaris system (pc unit with four pump modules attached). It was reported that after a "case," the nurse was "playing" with the pump and upon returning, the two pump modules to the left of the pc unit found to be turned off and not displaying "a" and "b" (on channel display screen). There was no patient involvement as the issue reportedly occurred "after use".